Event description:
A home pt contacted baxter's international operational support center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the pt line of the homchoice set during dwell to use the restroom. When the homechoice machine advanced into drain 4 the system error 2240 alarm occurred and the home pt reconnected to the setup. Baxter's international operational support center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.